Event description:
A pt developed a "cornea ulcer" that dr feels is directly related to pt's use of the product. Pt returned to dr's office on two different occasions with the same problem. Once pt changed contact lenses, they experienced no similar problems. Product is disposable.